Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lung resection procedure, there was poor staple formation. The stapler fired but not fully. There were visible unformed staples left in the reload. In order to resolve the issue and complete the case, opened a new reload. There was no patient harm. There was no patient injury.